Manufacturer narrative:
Visual inspection performed on 24.07.2018 by the responsible of packaging department, also the pictures received by the branch were analysed: the returned packaging was analysed and it is confirmed that the packaging is scratched and the tip of the stem is out of the white foam. This evidently occurred due to forces experienced during transportation, the carton box is damaged as well. This is indicated to be correlated to the combination of the packaging configuration applied and the possible involuntary hits experienced during shipping and transportation. Batch review performed on 27 july 2018. Lot 164548: (B)(4) items manufactured and released on 28 october 2016. Expiration date: 2021-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
The distal part of the stem went out of its foam. The stem was not used and it was replaced with a new one.